Manufacturer narrative:
Health effect - impact code updated. Health effect - clinical code updated. H3, h6: part of the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was outside of original packaging. The anchors and suture were not returned with the device. The needle appears to be bent more than intended. The needle overmold assembly is deformed at the distal tip. A functional inspection revealed the deployment knob functions as intended. The actuator tip will function, but will not reset to the t2 position due to bend in needle. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscus repair using a "fast-fix 360° curved needle", the t2 anchor could not be deployed. The t1 anchor was already secured and left inside the patient. The procedure was successfully completed without delay using a back-up device. No further complications were reported.